Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements and an increase threshold measurement. A revision procedure was performed where the lead was viewed under fluoroscopy and did not yield any significant findings. Subsequently the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.